Event description:
A malfunction alarm was reported, which showed a malfunction code. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The malfunction did not recur, and the customer was advised to call back if it happens again. There was an acknowledgment and understanding from the customer regarding the instructions.